Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history of the past three years for part number 03.221.015 with lot number(s) p195390 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is 3-nov-2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair reported while correcting a periprosthetic fracture on (B)(6) 2016, while tensioning the cable the surgeon was unable to maintain tight tension from cable tensioner; it continued slipping while under tension. Surgery was successfully completed with same instrument, without any surgical delays. Patient/status outcome was reported stable after the procedure. Concomitant devices: part #03.221.016, lot#p188951, quantity (1). Part #03.221.017, lot#p112137, quantity (1). Part #unknown attachment bit , lot#unknown, quantity (1). Part #unknown provisional tensioning device, lot#unknown, quantity (1). Part: unknown cable, lot#unknown, quantity (1). This is 1 of 1 for (B)(4).

Manufacturer narrative:
Part 03.221.015, supplier lot p195390, synthes lot p195390: release to warehouse date: november 03, 2014. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the item was slipping when under tension. The cause of the issue is unknown. The device was sent to the vendor for repair. The vendor was unable to repair the device as the tensioner failed retesting after calibration. The device will be forwarded to customer quality upon completion of the service and repair process. The evaluation was confirmed. A product investigation was completed: a device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The customer quality engineer reviewed the drawing, complaint history and risk assessment for this device. The relevant drawing was reviewed. No product design issues or discrepancies were observed. The device was inspected by the supplier where the root cause could not be definitively determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.